Event description:
It was reported that the customer¿s ilet pump had a cracked screen that limited access to certain menus, and a photo of the physical damage was provided. Symptoms included no adverse health effects. Outcomes included no impact on the user¿s health or need for medical care. Investigation included customer interview, photo review, and logistics review of device replacement and return. Investigation of this case revealed physical damage to the device enclosure/display consistent with screen breakage, with the device otherwise free of alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.